Manufacturer narrative:
Gbo complaint no: (B)(4). No samples (actual or unused) were received for evaluation. We have no further inventory of the material/batch. We have no further complaints on the material/batch. According to their investigation and comments, a review of the production and testing documentation detected no deviations. No irregularities were detected, and all requirements were met during the entire manufacturing process. No abnormalities occurred during in process control. In addition, during final checking, which includes functional tests, no irregularities were revealed. The complaint cannot be determined.

Event description:
Customer states they have had several instances of needles disconnecting in patients arms. "As I inserted the tube into the hub, the needle disconnected from the hub's threading and went deeper into the patient's arm."